Manufacturer narrative:
(B)(4). Retainer ring=clear. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube) and corroded battery tube. The p-cap/reservoir does locked properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.